Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, an unknown device failure occurred with a fifth proglide device prior to the transcatheter aortic valve (tavi) procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide device were attempted in the calcified left common femoral artery (lcfa) and two proglide devices were attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred with all four proglide devices. Two proglide sutures were successfully placed in the lcfa and rcfa using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.